Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported only 9 ea sponges inside the sealed tray. The kit could not be used since all 10 each weren't accounted for in the pack.

Manufacturer narrative:
A non-conformance (nc) review was conducted for lot 25k009162 and there were no ncs related to the reported event issued during the manufacturing of this lot. A physical sample was not returned for investigation. A photo was provided but only shows the label of the product with the count written on it. Based on all available information, the reported condition could not be confirmed. As such, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.